Manufacturer narrative:
Initial.

Event description:
It was reported that an unknown user emailed about repeated alert 38 notifications indicating a motor stall on the ilet pump, consistent with a consecutive stalled motor alarm. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included attempts to identify the user and gather additional information for troubleshooting. Investigation of this case revealed that no user or device details were available to verify the alarm history or confirm a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.